Event description:
It was reported that the user disconnected from the ilet during a shower and did not reconnect for several hours, then completed a supply change and reconnected. During the disconnection the user ate and announced a meal but did not receive insulin, leading to elevated blood glucose. Symptoms included hyperglycemia reaching 352 mg/dl and nausea. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.